Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e1 "telephone number" and g2 fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be detected/prevented by handling the device in accordance with the following instructions for use: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope air/water nozzle was defective. The issue was found during reprocessing. Inspection and testing of the returned device found that the bending section rubber glue, plastic distal end cover and grip had foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the amount of water contact did not meet standard value due to damage on the nozzle. The scope cylinder had no color and there were scratches noted throughout the device. The control unit had discoloration and insulation resistance did not meet standard value due to burn on the plastic distal end cover. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the light guide lens had a crack. The connecting tube had discoloration and the universal cord had peeling coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.